Manufacturer narrative:
The concomitant product: (B)(4), soundstar, model# m-5723-12, lot # unknown. (B)(4).

Event description:
It was reported that during an ablation procedure, while patient was under general anesthesia, an epicardial late potential and scar map was made and epicardial access and venous access were used. Ventricular tachycardia (vt) was induced 4 times and shocked out 4 times with no problems. On the 5th vt induction patient was kept in vt for 2 minutes. Patient was shocked into sinus rhythm and systolic bp was 35mmhg. Approximately one hour of cardiopulmonary resuscitation (CPR) was provided to the patient including a balloon pump. Blood pressure never rose, several vt events occurred and patient was shocked several times. By one hour heart rate became very slow, not responding to pacing and no output without CPR. Patient was declared deceased. Upon request additional information was received stating that the patient had a dilated cardiomyopathy disease and he was admitted to the heart hospital in a vt storm. The patient was kept in hospital and then brought to the ep lab for a vt ablation. The patient also had an ejection fraction of 10%. Due to the recent vt storm, the patient suffered from some cerebral impairment. He has had a vt storm two years before the procedure and underwent a successful vt ablation. At that time a tumor was also found and was then subsequently treated for cancer it was reported that at no point did any of the doctors feel that the mapping system or the catheters used were involved in the death of this patient. They felt it was due to the vt induction and subsequent vt that resulted into a cardiogenic shock to which the patient did not recover.

Manufacturer narrative:
(B)(4). It was reported that approx 1 hour cardiopulmonary resuscitation (CPR) was given including a balloon pump. Blood pressure never rose, several ventricular tachycardia (vt) events occurred and patient was shocked several times. By 1 hour heart rate was very slow, not responding to pacing and no output without cardiopulmonary resuscitation (CPR). Patient was declared deceased. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the death remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.